Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 22.8 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this patient received multiple inappropriate shocks due to over-sensed noisy signals. Additionally, loss of capture and increased capture threshold measurements were observed from this right ventricular (rv) lead. It was hypothesized that the rv lead conductor had fractured and insulation damage had occurred resulting in the clinical observations. The physician elected to surgically cap and abandon the rv lead, as well as explant the device. A new rv lead and device were subsequently implanted to resolve the event. The patient was stable with no additional adverse effects. The rv lead remains implanted, but capped and out-of-service. A portion of the rv lead was explanted and returned for analysis.

Event description:
It was reported that this patient received multiple inappropriate shocks due to over-sensed noisy signals. Additionally, loss of capture and increased capture threshold measurements were observed from this right ventricular (rv) lead. It was hypothesized that the rv lead conductor had fractured and insulation damage had occurred resulting in the clinical observations. The physician elected to surgically cap and abandon the rv lead, as well as explant the device. A new rv lead and device were subsequently implanted to resolve the event/ the patient was stable with no additional adverse effects. The device is expected to be returned for analysis and the rv lead remains implanted, but capped and out-of-service.